Manufacturer narrative:
Concomitant product: catalog# 7510400, lot number m110703aaa, bone graft kit 7510400 infuse medium. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a procedure for re-exploration hemilaminectomy, discectomy, and decompression of right s1 nerve root; posterior spinal fusion l5-s1 with pedicle screws, bone graft and rhbmp-2/acs placed posterolaterally; partial s1 vertebral corpectomy with decompression of cauda equina and exiting nerve roots; alif l5-s1 with femoral ring allograft filled with rhbmp-2/acs sponge; anterior internal fixation with synthes titanium screw. At 3 months post-op the patient was noted to be making steady improvement and x-rays showed what appeared to solid arthrodesis anter iorly. At 9 months post-op the pt. Presented with pain over the right greater trochanter. At 1 year post-op the pt. Presents with left-sided back pain and buttock pain as well as lateral thigh pain. Surgeon notes this could be related to hardware sensitivity. X-rays taken show solid arthrodesis. At 14 months the pt. Had pain with extension and twisting noted to be facet joint-mediated and corresponds to having hardware in the lumbar spine adjacent to a facet joint. At 15 months post-op the patient underwent a procedure for removal of painful hardware. Notes indicate that the patient is still having pain in the lower back and right lower extremity.